Event description:
It was reported that the intraocular lens (iol) was explanted from a patient's left eye due to decentered lens. No further information was provided.

Manufacturer narrative:
Weight, ethnicity information was asked but not provided. Date of event: unknown/not provided, but the best estimate date is between jul 15, 2022 and aug 15, 2022. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain suspect product for evaluation as well as the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect date (oct 5, 2022) was inadvertently entered in section "b4 -date of this report" of the initial MDR report. The correct date that should have been entered is oct 6, 2022. This supplement is being submitted to correct that information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated compromised posterior capsule precluding in the bag fixation occurred. The zma00 lens haptics were sulcus fixated and the optic was captured by the anterior capsule. The lens was well centered at the time of surgery as wll as on day one (1) and the second post op visit. It was indicated that the device decentration first noticed 1-2 weeks post operation. At the time the lens was removed a posterior vitrectomy was performed, the lens explanted and a monofocal lens inserted with good haptic fixation in the sulcus and anterior capsule capture of the haptic. Suture fixation was not needed. It was reported that the posterior capsule was compromised at the first surgery precluding in the bag fixation. The patient outcome post explant was reported to be very well. 20/25 happy. Quiet anterior segment, no retina pathology. The following fields were updated accordingly: section b3: date of event: unknown/not provided, but the best estimate date is 1-2 weeks post operation. Section h6: health effect - clinical code: 2639 - capsular bag tear. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.